Manufacturer narrative:
The hospital biomed performed a checkout of the unit and found it to function within specification. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/29/2016 phone call, 02/01/2016 phone call, 02/03/2016 phone call, 02/04/2016 phone call.

Event description:
The hospital reported that, during a case, the screen froze. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.